Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following damages to the instrument: the pitch cable was broken inside the housing by the clamping pulley. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. The instrument clamping pulleys were corroded/contaminated. There was corrosion around the clamping pulley rails inside the housing. Failure analysis concluded the damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.

Event description:
It was reported that during a da vinci surgical procedure, a loose cord was sticking out of the tip of a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.